Event description:
It was reported that patient had 2 reasons for having surgery a day prior to the call. It was indicated that the patient never had therapeutic effect. It was indicated that patient was getting up 7 times a night. It was also indicated that since implant the toes on her right foot were moving involuntarily. A follow-up report will be sent if additional information becomes available.

Event description:
Follow up information received from the patient reported that they had no concerns with their device therapy.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient; product ID 3093-28, lot# v235412, implanted: (B)(6) 2009, product type: lead. (B)(4).